Manufacturer narrative:
(B)(4). D10: item# unknown lot# unknown ¿unknown metasul durom acetabular cup size 48mm. Item# unknown lot# unknown ¿ unknown metasul ldh head size 42. Item# unknown lot# unknown size 12/14, 7.5 ml taper extended neck offset. Product remains implanted and will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient had an initial left total hip arthroplasty approximately seventeen years ago. Noted high metal ions with patient complaining of pain, tinnitus, skin rash, and a cardiac event due to metallosis. Noted large fluid collection on MRI. Plan for a revision that has not been scheduled. The reported events of tinnitus and cardiac issues are related to dehiscence and thinning of the osseous semicircular canals for tinnitus, plaque formation with unconfirmed myocardial ischemia for cardiac event. Attempts have been made and no further information has been provided.

Event description:
It was reported that the patient had an initial left total hip arthroplasty approximately seventeen years ago. Noted high metal ions with patient complaining of pain, tinnitus, skin rash, and a cardiac event due to metallosis. Noted large fluid collection on MRI. Plan for a revision that has not been scheduled. The reported events of tinnitus and cardiac issues are related to dehiscence and thinning of the osseous semicircular canals for tinnitus, plaque formation with unconfirmed myocardial ischemia for cardiac event. The patient had a revision surgery due to the metal related pathology, the initial shell was replaced and discarded at the hospital. No further information has been provided. Due diligence has been completed for this complaint; to date all available additional information has been received.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. H3- product information is unknown. The products remain implanted; therefore, visual and dimensional evaluations could not be performed. A review of the device manufacturing records could not be performed due to missing lot number. A review of the complaint history could not be performed due to missing reference and lot numbers. Medical records were provided and reviewed by a health care professional. The review identified two contributing factors to the event: right total hip arthroplasty with revision and neoplasm of carotids and cranial nerves. Cobalt and chromium blood levels were found high in 2018, 2021 and 2023. Large fluid collection has been performed in 2024 following bilateral hip pain. Patient reports ¿as a result of the metallosis I have experienced tinnitus, skin issues, and a cardiac event.¿ review of revision operation notes identified that notes provided very limited information regarding procedure, consists of mainly intake/discharge orders. Only the cup has been revised. Intraop cultures and cell count demonstrate no sign of infection. Postop xrays show no complications, expected surgical changes. Based on the available information, the reported event can be confirmed. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The products remain implanted; therefore, visual and dimensional evaluations could not be performed. A review of the device manufacturing records could not be performed due to missing lot number. A review of the complaint history could not be performed due to missing reference and lot numbers. Medical records were provided and reviewed by a health care professional. The review identified two contributing factors to the event: right total hip arthroplasty with revision and neoplasm of carotids and cranial nerves. Cobalt and chromium blood levels were found high in 2018, 2021 and 2023. Large fluid collection has been performed in 2024 following bilateral hip pain. Based on the available information, the reported event can be confirmed. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected: updated: b5, b6, b7, g3; h2; h6.

Event description:
It was reported that a patient had an initial left total hip arthroplasty. Subsequently, the patient was revised approximately 17 years post implantation due to metal related pathology. During the revision noted synovitis. The initial shell, liner, and head were exchanged without complication. The stem remained implanted. Due diligence has been completed for this complaint; to date all available additional information has been received.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned or pictures provided; therefore, visual and dimensional evaluations could not be performed. A review of the device manufacturing records could not be performed due to missing lot number. A review of the complaint history could not be performed due to missing reference and lot numbers. Medical records were provided and reviewed by a health care professional. The review identified two contributing factors to the event: right total hip arthroplasty with revision and neoplasm of carotids and cranial nerves. Cobalt and chromium blood levels were found high in 2018, 2021 and 2023. Large fluid collection has been performed in 2024 following bilateral hip pain. Patient reports ¿as a result of the metallosis I have experienced tinnitus, skin issues, and a cardiac event.¿ review of revision operation notes identified that notes provided very limited information regarding procedure, consists of mainly intake/discharge orders. Only the cup has been revised. Intraop cultures and cell count demonstrate no sign of infection. Postop xrays show no complications, expected surgical changes. Additional medical records were provided and reviewed by a health care professional. Review of the available records identified the following: the patient had a long history of persistent pain. During the revision, synovitis was noted, as well as some corrosion without macroscopic damage. The cup was removed, and the stem remained intact. No complications were noted. Based on the available information, the reported event can be confirmed. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
Due diligence has been completed for this complaint; to date all available additional information has been received.